Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the mylar flap of the flow sensors were stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported the unit alarmed during pre-use checkout indicating mechanical ventilation was not available. There was no report of patient involvement.